Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue regarding the damaged syringe holder was not identified during the customer call. Communities technical support case created. Biomed needed to send in device for repair. Informed customer on how to correctly create a repair case and forward this case information to service notifications to follow up with repair request. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device syringe holder damaged. There was no patient involvement.